Event description:
New information received notes that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported by the fire department that the patient was "pulseless, unresponsive and apneic". The patient received multiple hv therapies. The device reported an output current detection alert, which caused shocks to be aborted thereafter. External defibrillation was successful.